Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wanted assistance in turning the stimulation back on. On the call, the patient stated they saw the following screen on the patient programmer (pp): "black diamond in the upper left hand comer, a round item with a sting coming out of it, and a circle with a black triangle in front of it." Patient services (ps) believed the patient was seeing the "charge your ins" screen. The patient mentioned they also had high energy batteries in the pp; ps suggested to get the correct batteries. Ps told the patient to attempt a charge with the recharger and the patient confirmed the ins was at 25% on the recharger and the stimulation was off. The pp also showed that the stimulation was off. Ps suggested that the patient charge the ins the patient also reported that, while they were waiting for a replacement pp, they experienced a shocking sensation. The patient said the stimulation was too strong, needed to be decreased, and they had never felt that sensation before. The patient stated that now they were nervous to turn the stimulation back on because they were afraid they would get shocked again. The patient said the stimulation was currently off and they would like assistance in turning back on. Ps tried to walk the patient through turning the stimulation on and making adjustments, but ps confirmed the patient was seeing the "charge your ins" screen. The patient said they would call back once they have charged the ins and changed the pp batteries. The patient called back later and said they were having a problem charging their implant but the call was disconnected. The patient called back again requesting assistance in setting up their pp; ps left a voicemail with the patient instructing them to call ps back. No further complications were reported.